Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had a leak from the connector of the infusion set. This occurred with 3 infusion sets from the same lot.